Event description:
It was reported that the patient with nonischemic cardiomyopathy was in the clinic on (B)(6) 2024 with exposed wires of the driveline. No alarms/events were noted. Log file review was requested, and the event log file did capture multiple pulsatility index (pi) events that were occurring on (B)(6) 2024 from 3:14:55 to 14:01:34. The noted exposed wires appeared to not have compromised the pump operation. Rescue tape was recommended on the area of exposed wires. It was additionally communicated that the driveline was taped and glued multiple times and the modular cable was exchanged. It was stated that the patient was stable and awaiting transplant. It was stated on (B)(6) 2024 that exchanging the modular cable resolved the exposed wires on the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the modular cable could not be confirmed. A specific cause for this damage could not be conclusively determined through this evaluation. No product was returned for investigation. The relevant sections of the device history records for the modular cable, lot number 8094354, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.